Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose went low to 45 mg/dl and that she did not receive a low alert. The customer treated with juice. The customer also reported a high blood glucose 325 mg/dl and treated with the insulin pump. She was advised on ways to improve accuracy of the sensor readings. She declined troubleshooting for the insulin pump. The insulin pump was not replaced or returned for analysis.